Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a barcode reader error on the architect c16000 analyzer; sid (B)(4) became (B)(4). There was no impact to patient management reported. The barcode reader ln (B)(4) was reconfigured with a us keyboard which resolved the issue.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue or arc brc scanner, ln 07d09-13. Labeling was reviewed and found to be adequate. The product was not available for return as the barcode label was discarded, and there is no picture available to confirm or investigate the issue. The arc brc scanner device failed to meet performance specifications or otherwise perform as intended at the customer site as the arc brc scanner required additional reconfiguration to address the issue. Based on all available information and abbott diagnostics' complaint investigation a systemic issue and/or product deficiency was not identified.